Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported when they removed their aligner it took off a piece of their crown, then later in the day the entire crown broke off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.